Event description:
Md informed co rep that he had experienced two tips shear approx two mos prior to the visit. He had used a gelmark following biopsy with a mammotome. He reported that he had probably not lined up the two devices as instructed in the package insert and may have pushed the applicator in too far. The tips were found in the mammotome probe. There were no pt adverse effects.